Event description:
It was reported that balloon pinhole occurred. A 4.0mmx40mmx80cm sterling balloon catheter was selected and was advanced to the moderately tortuous target lesion. Upon inflation, it was noticed that the balloon failed to inflate. The balloon appeared to have a pinhole. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling catheter with a sterling shelf box. There was blood in the inflation lumen. Magnified inspection revealed a 19mm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.0mmx40mmx80cm sterling balloon catheter was selected and was advanced to the moderately tortuous target lesion. Upon inflation, it was noticed that the balloon failed to inflate. The balloon appeared to have a pinhole. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).